Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2024 by the journal of surgical oncology titled ¿total elbow arthroplasty and hemiarthroplasty in the treatment of distal humerus fractures in the elderly: experience from a tertiary referral centre¿. The study reviewed nineteen (19) patients who had spinal conditions requiring soft tissue approximation and/or reconstruction using arthrex fiberwire to address humerus distal fractures. During the forty-six (46) month follow-up period, two (2) patients experienced instability a reoperation. Ref: nayar, s. K. Et al. Total elbow arthroplasty and hemiarthroplasty in the treatment of distal humerus fractures in the elderly: experience from a tertiary referral centre. Injury 55, 111754, doi:10.1016/j.injury.2024.111754 (2024).